Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a rohs microsensor didn¿t have consistent readings (bone flap was off) in the or and then after transfer to ICU, the waveform was flat and there was not an icp reading. The surgeon placed it subdural with the tip toward the dura. The reading was not expected to be any better for such placement. It was a subdural placement, facing in the wrong direction. This was determined when the sensor was explanted. There were no reports of delay.

Manufacturer narrative:
The sensor was returned for evaluation. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications. Evaluation of the returned component found that the internal catheter wires were broken inside the catheter. The catheter material was damaged and stretched at the sensor case. Due to the condition as it was received, no functional testing was possible. Based on the information available, the complaint is unable to be confirmed. While the sensor was found to be damaged, we are unable to determine whether the condition was caused by the removal of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.